Event description:
(B)(4). I had essure placed in 2008. No problems up until about a year and half ago. Heavy menstrual periods, backaches, anxiety, panic attacks, hair loss, numbness in legs, fatigue, mood swings, depression, lower abdominal pain, and severe bloating.